Event description:
Mid 60¿s female with history of mid sternal chest pain x 2 months. Procedure: heart cath, percutaneous transluminal coronary angioplasty (ptca) of right coronary artery. During the procedure, the boston scientific sled would not pull back. No known harm to patient, another device successfully used. Manufacturer response for computer, diagnostic, programmable, na (per site reporter). Will obtain.